Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 810:11 was confirmed but not duplicated. A root cause was not identified. However, the pumphead module was replaced as a precaution. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). (B)(4).

Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced failure code 810:11, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.